Event description:
The device failed to discharge while being used on a pt during sync cardioversion procedure. There was no negative pt impact as another defibrillator was available for use.

Manufacturer narrative:
(B)(4). The device failed to discharge while being used on a pt during a sync cardioversion procedure. There was no negative pt impact as another defibrillator was available for use. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.